Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-08112019-0000586615 submitted for adverse event which occurred on (B)(6) 2013. Mwr-08112019-0000586616 submitted for adverse event which occurred on (B)(6) 2015. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the mesh had practically crumbled into a ball. Adhesions were removed from the previous mesh and the mesh was removed from the surrounding tissues. It was reported that the patient experienced severe pain, adhesions, crumpled up mesh, nausea, inflammation, bulging, stress and anxiety. Other procedures are captured under separate files.  No additional information is provided.